Event description:
It was reported that the patient had asymptomatic post-operative intracranial bleeding (frontal sin. 7x7 mm). MRI performed without contrast showed electrodes of the implantable neurostimulator (ins) system in the regular position with no signs of bleeding or edema. No interventions were performed and the patient outcome as of (B)(6), 2010 was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4)